Event description:
The customer stated a patient generated an initial and repeat potassium result of >10 mmol/l on the architect c8000 analyzer. This result was reported to the physician. Additional testing yielded a result of 4.55 mmol/l and this result was confirmed on a blood gas analyzer. The patient was referred to the accident and emergency department in the hospital for additional testing. Another sample was obtained yielding a potassium result of 4.3 mmol/l using the same architect analyzer that produced the original high results. The patient was not treated based on the falsely elevated potassium results, and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.